Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Radiographs were reviewed and indicated no radiolucency. Periprosthetic fracture involving the proximal femur with involvement of the greater trochanter. Osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Implant date: approximately 12 years ago concomitant medical products: part # unk/ unknown head / lot # unk, part #unk / unknown cup / lot # unk, part #unk / unknown liner/ lot # unk.

Event description:
It was reported the patient underwent hip revision surgery 12 years post implantation due to periprosthetic fracture after a fall. The fracture involved the proximal femur including the greater trochanter. Stem was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.